Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead threshold values rose to high levels one week after the implant procedure and displayed unstable trends. The lead was explanted and replaced. No patient complications have been reported as a result of this event.